Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was performing a posterior spinal fusion (scoliosis fusion) on a (B)(6) male patient. While doing final tightening the x25 torque drive shafts stripped at the distal end of the shaft. This is probably due to normal wear and tear, both shafts present in the set need to be replaced. As well, while dr. (B)(6) was correcting the lordosis of the spinal curve through the rod, one of the attachment 10 degree angle prong broke off where it attaches to the l bender. (This device is a custom device and I am not certain if it is registered with depuy synthes, however it is made by depuy synthes). This occurred on the left bender ((B)(4)) and the attachment piece is ((B)(4)). Nothing fell into the patient. The surgeon was able to complete the surgery without delay and without complications. I have nothing further to add to this complaint. The broken shafts will be sent via (B)(6). The l bender and the attachment are currently not available for return. Customer reference/po/service: (B)(4), was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, other information: the fragment did not fall inside the patient and was retrieved. Patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.